Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The suspected reason for reoperation: "developed alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient "developed alcl and has now undergone numerous treatments including stem cell therapy and chemotherapy." This record is for the left side. Device remains implanted. Histopathological markers were not provided.